Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported the patient expired due to multi system organ failure. The device operated as intended and there were no reports of device issues or malfunctions. No additional information was provided.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: a specific cause for the reported patient outcome due to multisystem organ failure could not be conclusively determined through this evaluation, and a direct correlation with heartmate 3 left ventricular assist system (lvas), serial number (B)(6), could not be conclusively established. It was reported that (B)(6) would not be returned, and there is no product available for investigation. The heartmate 3 lvas instructions for use (IFU) lists various types of organ failure as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.